Manufacturer narrative:
The evl of devices from the same (reference) lot and the lots produced before and after showed no errors. Info regarding outcome for the user has been requested.

Event description:
The customer complained that blood leaked at the plunger when the nurses were removing air bubbles from the sample through the safetipcap.